Event description:
It was reported that multiple non-sustained lead noise episodes were detected via a remote monitoring system due to oversensing on the near field channel. Further testing of the lead which was recently implanted was recommended for the next visit.